Manufacturer narrative:
The subject device was not returned for evaluation. Based on investigation there was no adverse event reported on this complaint. Per the report, this endoscope is being normally reprocessed and there has been no reprocessing issue currently. Based on the results of the investigation, a definitive root cause could not be conclusively identified. However, based on the phenomenon and information obtained, it was confirmed that the customer used a pre filter and did not use the olympus water filter on the scope reprocessor. The causal relation between the event and the oer-aw cannot be specified however, it was considered that the user understanding was different from olympus recommendation in device handling and reprocessing steps. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was shipped in accordance with the specifications. Instruction for use (IFU ) (reprocessing manual): warnings are included in endoscope reprocessor oer-aw operation manual. ¿use this equipment in combination with ancillary equipment listed in ¿system chart¿ in appendix. Using incompatible equipment may result in patient or operator injury and equipment damage and/or malfunction. Olympus has not tested the efficacy of cleaning and high-level disinfection on this equipment in combination with endoscopes that are not listed on the ¿list of compatible endoscopes/connecting tubes <oer-aw>¿. If a nonlisted endoscope is reprocessed using this equipment, be sure to validate in advance that entire part of endoscope including internal channels can be effectively cleaned and high-level disinfected, and it can maintain the function of the endoscope without damage or degradation. Furthermore, verify this reprocess method is appropriate for the endoscope.¿ appendix designates water filter (maj-824). Olympus will continue to monitor complaints for this device. Supplemental report(s) will be submitted should any relevant new information is available and or received.

Event description:
It was reported that this endoscope has been reprocessed with oer-aw used with non-olympus water filter. There was no harm or user injury reported due to the event. This report is related to patient identifier (B)(6) (endoscope reprocessor).